Event description:
Healthcare professional reported capsular contracture, baker grade "iii/IV."

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: weight to the spec, creases fold, wear abrasion and deformation device. Cloudy in the gel observed after autoclave cycle. The unit is not ruptured. Base on the device analysis the final assessment is: no issues fo und related with the manufacturing process.

Event description:
Healthcare professional reported right side rupture and capsular contracture, baker grade unknown with pain and hardness. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was possible rupture and capsular contracture, baker grade unknown. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side rupture and capsular contracture, baker grade unknown with pain and hardness. Device has been explanted.